Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. The nozzle unit of the air gas module was defective and was replaced. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The reported part was not returned for further investigation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).